Manufacturer narrative:
The device history record of reported lot number 6061874. Was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump indicated on the screen that it was actively running, showed 91 ml remained in the container, with approximately 45 hours of infusion time left but the container was completely empty, and air had been present in the tubing. Per reporter, the event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.